Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer was treated with food. Customer was using auto mode feature. Customer did not alleged that the insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer was not wearing pump during a medical procedure or test around an magnetic resonance imaging. The device was not returned for analysis.